Event description:
The suture was originally applied on august 18, 1998 during an open hysterectomy and ventrial hernia repair procedure. On october 6, 1998 the pt was readmitted for surgery with a pre-operative diagnosis of recurrent incarcerated hernia. During the procedure, the surgeon noted the suture broke. A small bowel resection had to be performed due to an abscess. The hosp has reported the pt's condition is satisfactory.